Event description:
It was reported that a revision surgery was completed to remove the tip of (1) rod link manipulating arm that was left in the patient. This event occurred in (B)(6).

Manufacturer narrative:
Imaging provided showed a piece of broken metal, which appeared to be the lower jaw of a rod link manipulating arm. The piece of broken metal was returned for evaluation. The fracture appeared to occur at one of the upper grooves in the jaw. The fracture surface appeared clean suggesting a bending failure. The fracture could have occurred due to excessive force placed on the instrument. It is also possible that excessive torque was used to secure the manipulating arm. The excessive force and/or tightening torque combined with the bending motion of the instrument during use could have caused this fracture. However, the exact cause of the reported issue could not be determined.